Event description:
Based on info reported to davol: it was alleged that a case of ten simpulse solo kits were being unpacked from the shipping box and put on the shelf when it was noted the product package was cracked. The other products already placed on the shelf, from the same box were then examined. Eight out of ten were cracked with the damage causing a "loss of sterility" to the product and they are no longer able to be used. The outer shipping box is reported to have no damage at all. The damage was noted upon receipt of the product and there was no pt involvement. Due to the reported sterility breach, this MDR is being submitted.

Manufacturer narrative:
...That a case of ten simpulse solo kits were being unpacked from the shipping box and put on the shelf when it was noted the product package was cracked. Eight out of then were cracked with the damage causing a "loss of sterility" to the product and they are no longer able to be used. A review of the device history record for this production lot found no mfg discrepancies. Our investigation determined that it is possible that an event of this nature could occur if the devices received some significant impact during the shipping process. The damage that occurred to the blisters is a clear breach of the sterile barrier; however, this damage is highly evident to the user. The IFU cautions that product is sterile unless package is damaged or open.